Event description:
It was reported that the patient had break in aseptic technique which caused peritonitis and resulted in the patient being hospitalized for the event. On an unreported date, the patient was treated with injection (inj) reflin (1gm once daily, route not reported), inj vancomycin (1g once daily, route not reported) and inj fortum-intraperitoneally (ip) (1gm once daily) for peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.